Event description:
Boston scientific received information from the patient that this pacemaker was not working as told by the physician during an electrogram (egm) procedure. A boston scientific company representative advised to contact the physician immediately to clarify what is not functioning. Attempts to obtain additional information was unsuccessful. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.